Event description:
This is report 4 of 4 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The patient was admitted to the hospital for peritonitis. The treatment included unspecified antibiotics (dose and frequency unknown). The patient was released from the hospital and on an unknown date, the patient recovered from the peritonitis. The dianeal therapy was ongoing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number gd894006 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.